Event description:
"Options not found" alarm message occured. The service log is empty (in all row there are "tbd"), and the export of the event log is unsuccessful. In the user configuration window the "setup" and "options" are inactive.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was a defective esm board. There was no patient or user harm.